Manufacturer narrative:
.

Event description:
Customer reported issues with the insulin pump. Customer states that the insulin pump is alarming. The blood glucose reading is 197 mg/dl. Nothing further reported.

Manufacturer narrative:
The insulin pump alarmed after a battery change due to a faulty connector on the interface board. The insulin pump was received with minor scratches on the display window, a cracked reservoir tube and tube lip, cracked belt clip slot and cracked battery tube threads.